Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no pt involvement. No add'l info was provided.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Review of the device history log was able to confirm the system error 322. The device was tested for 24 hrs and the eval was unable to reproduce the system error. Failed upper and lower auxiliary assemblies are known contributors to system error 322. As a result, the upper and lower auxiliary assemblies have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the low link switch does not activate.